Event description:
The stem trials were not close to matching the implant causing a 2.5 hour delay in surgery.

Manufacturer narrative:
Evaluation was not possible, as no products were returned. The investigation revealed the lps porous stem trunion trial design was previously changed to more closely match the stem implant. The reported stem trials were from the previous design revision. Depuy warsaw product development states, the pre-eco trial stems are functional and can be used in conjunction with the lps implants. Based on the investigation findings, the need for corrective action is not indicated. Although the need for corrective action was not indicated, as a convenience to our customer, all old style lps stem trials are being switched out to newer style trials.